Event description:
An allegation from an attorney indicated the patient died approximately four months post implant of the right ventricular lead; also noted, that the patient suffered extreme physical injury. Further review of the event revealed the patient died four months post replacement of the implantable cardioverter defibrillator as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory.